Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 3550-09 lot# n0043357, implanted: 2006 (B)(6); product type accessory product ID 3487a-33 lot# j0104097v, implanted: 2001 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two years after the patient's second implantable neurostimulator was implanted, she needed a revision to move it deeper so it would not ¿push out.¿ additional information has been requested, but it was not available as of the date of this report.